Event description:
Chief complaint-slippage of fixation pin, right knee. Pt had a right total knee arthroplasty in 2007. Pt now admitted (in 2008) for revision of the locking pin in his right knee that has slipped out and is under the skin. Musculoskeletal examination showed skin tented up on the medial aspect of right knee. Knee x-ray showed well positioned g2 prosthesis, fixation pin loose and threatening to come out through the skin. On that day, surgeon noted that the preexisting incision was utilized to expose the extensor mechanism. The pin that had been displaced medially and was present under the skin was identified and removed. The rest of the knee joint looked excellent with no evidence of loosening other problems. The tibial insert was then removed. A new tibial insert measuring 87 x 12 mm was reinserted. The insert was locked with a new locking pin. The incision was then lavaged and closed anatomically.